Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the thermogard hq temp mgt console (sn: (B)(6) displayed a "coolant low" alarm was confirmed during visual and functional inspection. The root cause of the reported complaint was the malfunctioning coolant level sensor block, likely due to failed component(s). During visual inspection, a single amber led light was observed on the coolant level sensor printed circuit board (pcb). The lower amber led light was not illuminated, indicating that the coolant level sensor had failed. The system's event log data revealed a tcmid:01 (start pump timeout) error message around the reported event date. Although the customer did not report the tcmid:01 error, it was triggered at some point because the pump rotor ran out of time while waiting for the coolant level sensor block to detect the coolant level in the coldwell reservoir. During preliminary functional testing, the thermogard hq system displayed a "coolant low" message, confirming the reported complaint. The alarm did not clear after replacing the coolant (glycol). The root cause of the issue was identified as a failed coolant level sensor block, which was subsequently replaced to resolve the problem. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard hq temp mgt console with serial number: (B)(6).

Event description:
The customer reported that the thermogard hq temp mgt console (sn: (B)(6) displayed a "coolant low" alarm. The biomedical engineer replaced the coolant, but the issue wasn't resolved. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.